Manufacturer narrative:
A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number: (B)(6). There were no similar complaints found during the search period. A 13-month complaint history review and lot history review through aware date of event for similar complaints was performed for psa test cup lot number: f512814. There were no similar complaints found during the search period. The analyte application manual for psa states the following: specimen collection and handling serum or heparinized plasma is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. When using serum, a venous blood sample is collected aseptically without additives. Store at 18 - 25 °c until a clot has formed (usually 15 - 45 minutes), then centrifuge to obtain the serum specimen for assay. To use heparinized plasma, a venous blood sample is collected aseptically with the designated additive. Centrifuge and separate plasma from the packed cells as soon as possible. Because there is controversy as to whether any prostatic manipulation affects the psa results, samples should be drawn before any prostatic procedures such as dre, prostatic massage and trus are performed. Samples may be stored at 2 - 8 °c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20 °c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18 - 25 c) and mix gently. The sample required for analysis is 20 l. Evaluation of results: quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack pa, the highest concentration of prostate specific antigen measurable without dilution is 100 ng/ml, and the lowest measurable concentration is 0.05 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 50 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated or decreased psa values. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported issue was possibly due to a degradation of the substrate reagent; however, the cause could not be established.

Event description:
A customer reported potential discrepant results for prostate specific antigen (psa) using test cup lot: f512814 on the aia-360 analyzer. The patient result of less than low was expected, however, 0.56ng/ml was reported out to the physician. No patient treatment was affected. The customer recently calibrated a new lot of psa and a diluent low (dl) flag occurred on the first calibration run. The dl flag did not reoccur on the calibration rerun. The customer accepted the calibration results and ran quality control (qc). Qc was within range. Customer reran the patient sample and reported the results out to the physician. The patient result was still not in expected range. A technical support specialist (tss) instructed the customer to perform a substrate line cleaning and replace the substrate, due to possible degradation issue. The customer had already replaced the wash and diluent. The tss also instructed the customer to rerun calibration. The customer called back at a later date and confirmed performing daily check and qc successfully after recalibrating. The customer performed a test run with one sample and received the expected result. There was no indication of any patient intervention or adverse health consequences due to the reported event.